Manufacturer narrative:
(B)(4). Date sent: 7/25/2024 corrected data : b3 corrected data d4: UDI# additional information received: according to feedback of the sales rep on (B)(6)2024 via phone, the event date should be (B)(6)2024 .

Manufacturer narrative:
(B)(4). Date sent: 6/12/2024. Photo/video analysis: this is an analysis of photos and video submitted for evaluation. During the visual analysis, the following was observed: the video shows tissue and at the 00:25 mark the tissue falls off of the anvil device and appears to be that is not stapling the tissue. The first photo shows a device from the top view with the trocar attached and safety engaged. The second device shows a portion of the device with the trocar extended and the anvil removed and it can be seen with washer cut. The third photo shows a device from the guide face area. The fourth photo shows a scan of the device and no anomalies could be observed. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Manufacturer narrative:
(B)(4). Date sent: 7/9/2024. D4: batch # 546a18. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event, please reference the instructions for use for additional information. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 546a18, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 4/25/2024. D4 batch # unk. Photo/video images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No consequence. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No change. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during isr procedure, after the fire, the tissue was cut but no staple was noted. Changed manual sewing to completed the procedure. After the surgery, used p to p to fire again, and CT-scan to the device, no staple was noted.